Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse calibrated the touch screen. Calibration and verification were successful. The fse performed the display tests and tried pressing zero many times. Zero could be pressed normally. The fse tried pressing zero and tested the unit by connecting a trainer and a balloon. The unit was able to operate normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) customer was unable to press zero. There was no patient involvement reported.